Event description:
According to the reporter, after the ventilator was connected, the ventilator kept showing the alarm of pipe falling off. A careful investigation was performed and the balloon of the device was found not sealed and air leaking. The intubation was properly fixed to prevent slippage and no adverse events occurred.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.